Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that it was such a chore to charge up mainly because they could not place it well every time and would take 20-25 attempts. The patient had arthritis in their shoulders, wrist and hands. It hurt so much to reach behind them with the wand to place it accurately. It was too painful most of the time. The patient tried the belt etc., but it was ¿lame¿. Overall it was too painful in their wrist/hands to place the wand accurately/ furthermore, if it really helped their back nerve pain they would suffer the placement, however, it did nothing to help their back pain which was not sciatic but more local from vertebral fusion. They had not used it for 8 months. It was too hard on their ancient bones. They couldn¿t reach behind their back.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). Caller stated patient can't recharge her implant. It was recommended to call patient services for further troubleshooting or redirect patient back to hcp.